Event description:
It was reported, that the patient presented for a follow-up in the clinic. With improper healing at the implanted device pocket site. The patient had their implantable cardiac monitor pulled out by himself. The physician examined the patient, and gave him stitches to hold the skin together. The patient was in stable condition throughout the procedure.